Manufacturer narrative:
Date sent to the FDA: 08/24/2007. Result: one returned, used, proceed surgical mesh device was examined under a stereomicroscope at 10-40x. The returned product was completely delaminated, except where it was stitched together during the procedure. Fragments of pds film were present on the prolene soft mesh component. The pds film on the orc was also fragmented. No pds fragments or "flakes" were observed in the tyvek holder, nor in the foil packaging - although a small number were observed coming off the product during the optical examination. The foil package had a damaged site that caused three perforations, but it could not be determined when this damge was sustained. The fragmented pds on the psm and orc strongly suggests degradation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device delaminated after passing through a trocar. The device was removed and exchanged for a new mesh. No adverse patient consequences were reported.